Manufacturer narrative:
Our field service engineer investigated the anesthesia system on site on two occasions based on that the system needed a preventive maintenance. The system was not released for clinical use in between the two occasions. On the first occasion, no fault was reproduced. On the second occasion, when the preventive maintenance was performed, another technical error than reported, indicating safety valve open was generated and the system checkout failed. It was found that the inspiratory pressure transducer pcb was faulty and it was replaced. The replaced inspiratory pressure transducer pcb was not returned for investigation. The system device logs were received for evaluation. Evaluation of the logs can confirm the reported ventilation issues and the technical error codes. The log shows that treatment was started in manual ventilation and immediately, the technical alarms indicating apl pressure exceeded and ventilation control error were generated. The ventilation mode was changed to automatic ventilation and alarms for airway pressure high and high continuous pressure were generated. Several treatment periods were started after this and the same alarms as described above were generated. The log shows that system checkout had been successfully performed on the event date prior to the event. The system checkout performed in connection to the preventive maintenance failed in the pressure transducer test. The pressure transducer test failed due to the zero pressure offset for the inspiratory pressure transducer pcb had drifted outside defined intervals (drifted more than +/-300 mv from factory default). Measured offset was about 8.6 v and normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 v. The conclusion is that the reported ventilation issues and the technical error alarms were caused by the faulty inspiratory pressure transducer pcb and most probable due to a drift in the pressure sensor on the pcb.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system generated alarms for high continuous pressure and high airway pressure. A technical error code indicating that measured airway pressure in manual mode was higher than set was also generated. There was no patient harm. Manufacturer's reference #:(B)(4).